Event description:
It was reported to philips that the device had to be hit or shaken at times for it to work. The patient cables checked to be fine. The ops check failed at 0335 and later passed at 0400. There was no reported adverse patient impact.